Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of optical signal issue has been completed. No product was returned. The data logs show a loss in placement signal corresponding. These changes are indicative of a fiber break. The loss in placement signal occurred while transferring the patient to bed. The root cause of the optical signal issue was most likely a damaged optical fiber line as data logs follow the pattern and the loss in placement signal occurred during patient transfer.

Event description:
The complainant reported that a cp pump was placed to support a patient with acute myocardial infarction and cardiogenic shock. During support, 'placement signal unreliable' alarms were triggered. Support continued without interruption. No known patient harm or injury was reported.